Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: theq-syte infusion connector. When used, it was found that the connection between the connector base and the upper part was leaking and bleeding and it did not cause patient injury.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/10/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte unit with a 10ml slip luer syringe containing a clear fluid attached. Through the microscopic evaluation, the unit reveals large tears at each end and at the center of the slit (septum top disk) along with impressions around the slit. There are also large tears at each end of the slit at the septum bottom disk. Through the column wall assessment, there are two tears to the septum column wall near the vent holes that are opposite each other. These tears at the column wall are known contributors to leakage. A water leak test was performed where leakage at the top slit and at the vent holes confirmed leakage in the unactuated position at the vent holes when tested in the actuated position. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing tear(s) at the top and/or bottom disk can be caused due to damaged, dull or a misaligned blade during the septum slit process. At the lube and exercise of septum slit process, tears to the column wall can occur when the probe enters the slit due to mandrel misalignment. During use, damage to the septum and leakage, as seen in the unit, can occur due to excessive actuations and extraneous force. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: theq-syte infusion connector. When used, it was found that the connection between the connector base and the upper part was leaking and bleeding and it did not cause patient injury.